Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 21.280 psi which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 309 to 273. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. It was reported to intuvie that the infusion pump failed the ground resistance test, measuring 0.863ohm. The passing specification for the ground resistance test is less than 0.1 ohm. A review of the device¿s serial number history revealed no similar complaints. The reported failure mode was confirmed, and the probable cause was determined to be a component failure. The power filter was replaced, after which the device functioned as intended and passed the ground resistance test at 0.081ohm. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 21.280 psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.